Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("remaining foreign body within the uterus/ a piece of fragment of an essure retained"), device dislocation ("portions of the right essure device remain within the right pelvis/tightly embedded coiled material consistent with essure coil"), fallopian tube perforation ("migration/perforation"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain (with radiation), numbness in leg, blood clot in urine, sleepy, depression, headache, chronic abdominal pain, nicotine dependence, overweight, pelvic adhesions, tissue damage, sensation of foreign body, uterine fibroid and scar. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/chronic pain"), allergy to metals ("nickel sensitivity") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, davinci assisted laparoscopic removal of a retained essure remnant and davinci assisted laparoscopic removal of essure remnant). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, neuromyopathy, autoimmune disorder, pelvic pain, allergy to metals, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage, device dislocation, fallopian tube perforation, fatigue, neuromyopathy, pelvic pain and weight increased to be related to essure. The reporter commented: date of removal : (B)(6) 2014 : da vinci assisted bilateral salpingectomy and removal of foreign body. (B)(6) 2018 : da vinci assisted laparoscopic removal. She had the essure placed in 2010 with 3 implants. The operative report says there were 2; however, the hsg indicates that there are 3. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: a portion of an essure device is identified overlying the right aspect of the sacrum. The appearance is compatible with the right sided essure device representing retained fragments. The left essure device is no longer present. Portions of the right essure device remain within the right pelvis as discussed; on (B)(6) 2018: there has been no interval change in position of the essure fragments in the midline lower hemipelvis. Hysterosalpingogram - on an unknown date: 3 coils present, 2 on the left and 1 on the right. Pathology test - on (B)(6) 2014: a left fallopian tube, left salpingectomy: left fallopian tube with no significant histopathologic abnormality, essure (gross examination only), b, right fallopian tube, right salpingectomy: right fallopian tube with no significant histopathologic abnormality; on (B)(6) 2018: soft tissue and foreign body remnant, removal: fragment of benign fibromuscular tissue and foreign body consistent with essure device.. Spinal x-ray - on (B)(6) 2014: pain. Lumbar spine exam demonstrates no acute disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("remaining foreign body within the uterus/ a piece of fragment of an essure retained"), embedded device ("portions of the right essure device remain within the right pelvis/tightly embedded coiled material consistent with essure coil"), fallopian tube perforation ("migration/perforation"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain (with radiation), numbness in leg, blood clot in urine, sleepy, depression, headache, chronic abdominal pain, tobacco use disorder, overweight, pelvic adhesions, tissue damage, foreign body, uterine fibroid and scar. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/chronic pain"), allergy to metals ("nickel sensitivity") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, davinci assisted laparoscopic removal of a retained essure remnant). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, fallopian tube perforation, neuromyopathy, autoimmune disorder, pelvic pain, allergy to metals, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device breakage, embedded device, fallopian tube perforation, fatigue, neuromyopathy, pelvic pain and weight increased to be related to essure. The reporter commented: date of removal: (B)(6) 2014: da vinci assisted bilateral salpingectomy and removal of foreign body. On (B)(6) 2018: da vinci assisted laparoscopic removal. She had the essure placed in 2010 with 3 implants. The operative report says there were 2; however, the hsg indicates that there are 3. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: a portion of an essure device is identified overlying the right aspect of the sacrum. The appearance is compatible with the right sided essure device representing retained fragments. The left essure device is no longer present. Portions of the right essure device remain within the right pelvis as discussed; on (B)(6) 2018: there has been no interval change in position of the essure fragments in the midline lower hemipelvis. Hysterosalpingogram - on an unknown date: 3 coils present, 2 on the left and 1 on the right. Pathology test - on (B)(6) 2014: a left fallopian tube, left salpingectomy: left fallopian tube with no significant histopathologic abnormality, essure (gross examination only), b, right fallopian tube, right salpingectomy: right fallopian tube with no significant histopathologic abnormality; on (B)(6) 2018: soft tissue and foreign body remnant, removal: fragment of benign fibromuscular tissue and foreign body consistent with essure device. Spinal x-ray- on (B)(6) 2014: pain. Lumbar spine exam demonstrates no acute disease. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.